Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised by technical support to use multiple daily injections as backup therapy and was informed that a replacement pump with updated software would be sent to them. The customer understood the instructions, including how to handle the old pump, and acknowledged receiving information about training and necessary steps upon receiving the new pump.